Event description:
It was reported the programmer has difficulty interrogating, while using the programmer rf (radio-frequency) head, unless the plug is held where it inserts into the programmer. Pieces of paper have had to be wedged underneath the plug to get it to work. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the radiofrequency (rf) head connector was loose. It was also noted that the power cord bay door latches were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.